Event description:
It was reported that a clearlink vented nitroglycerin set with duo-vent spike caused an upstream occlusion alarm on a sigma pump with which the set was being used. This occurred during patient infusion of pemetrexed at a rate of 810 ml per hour. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.